Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the integrated electrosurgical unit (iesu) or erbe and it randomly stopped during firing. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue was not confirmed using system logs. However, log review revealed errors m-11, m-18, c-06, and m-b. During functional testing, an issue was identified. Bipolar connector two was not detecting or recognizing the instrument. Erbe log showed error c-84. The erbe unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. Based on these findings, the root cause of the reported event could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lower bipolar and monopolar ports on the integrated electrosurgical unit (iesu) or erbe intermittently did not worked. Technical support engineer (tse) confirmed the system logs, and no related errors had been found, and no further troubleshooting had been performed. The procedure was continued using a backup generator with no reported injury.